Event description:
Patient reported left side not enough milk production and pain - not related to the device. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [10/24/2011]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp on radius assessed, as fold flaw opening. Additional observations: crease fold observed, stress marks observed, wear abrasion observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side not enough milk production and pain. Not related to the device. Healthcare professional, later reported, rupture. The device has been explanted.